Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective video connector socket however, a connection can be made. It was also noted the printed circuit boards need to be replaced. Section 10.2 troubleshooting guide: code: e226 error message: scope communication error possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the device has bent pins in the camera port. The reported problem was found during preparation for an unspecified procedure. The physician switched out the device to continue the procedure with no further impact to the patient. Additionally, upon inspection and testing of the returned device, it was observed (e226) error message and no image to displayed due to noise observed on screen. There were no reports of death, harm, or injuries related to this event.